Event description:
Information was received from a patient's family member (con) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for spinal pain and non-malignant pain. It was reported that the reason for the call was the patient's family member (caller) stated that the patient had the pump moved because it had become separated from the skin and was getting floppy. The caller stated the stitching came undone underneath the skin so they had it moved by the surgeon. The caller stated they moved it up too high and it was rubbing against the patient's ribs. The caller stated the patient already had back pain and was already hunched over. The caller stated they refused to move again however the patient was very uncomfortable and needed some help to have the pump relocated. The caller stated they didn't know who to call and the health care provider (hcp) said to call mdt about this. The caller stated that the end of catheter the port was sticking into the ribs and the patient was very uncomfortable and they were afraid of an infection because the patient was so thin too. The caller stated when the patient went back to post operation 6 weeks later the hcp said he couldn't get the ok. The caller stated it just needed to be turned or dropped down a few inches. The caller stated the surgery was (B)(6) 2025. The patient was redirected to their healthcare provider to further address the issue. The patient stated the issue was they didn't tie down enough. The caller stated it took 2 years to get everything straightened out. The caller stated when they woke up it was in the ribs. The caller stated it was poking out of sternum. The patient stated they liked to exercise to help with the pain but could not even do that because of the positioning. The patient stated he needed this turned again. The patient stated they didn¿t want to start taking medication and wanted their pump to work. The agent sent an email to the mdt reps f or additional assistance.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 24-mar-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.